Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax; this was confirmed via ultrasound. The pneumothorax was small and progressed in size post-procedurally. The patient was asymptomatic. The target lesion was 25 millimeters in size and was located at the "lingula, peri-fissural" according to the physician. In addition, the lesion was attached to the pleura. The patient required hospitalization for 36 hours and an aspiration catheter was used to resolve the issue. The patient was subsequently discharged home. The physician believes that the cause of the pneumothorax was not specifically due to an ion product and more likely related to the forceps biopsy procedure. Per the physician, the pneumothorax would have likely occurred via another lung biopsy modality. There was no allegation that an ion system, instrument, accessory malfunctioned.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi senior failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which was confirmed via ultrasound. The patient required hospitalization for 36 hours and an aspiration catheter was used to resolve the complication. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.